Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metal on metal, alval, and pain. Update rec'd 5/20/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. A doi has been provided. There is no new additional information that would affect the investigation. Update 8-23-15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, pain, elevated metal ions (no labs), and malpositioned cup. There was no mention of any alval. The cup and stem are being added to the complaint. The complaint was updated on:9/18/2015 .

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.